Event description:
It was reported that an alert was received via remote transmission showing episodes of non-sustained rv oversensing. Patient was asymptomatic. Noise was found to be myopotential oversensing. The oversensing was not reproducible previously. Patient was monitored. Later additional alerts for the same issue were received. Noise was reproducible by coughing and deep breathing. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.